Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: unknown, implanted: (B)(6) 2016, product type: lead; product ID: 977a275, lot#: unknown, implanted: (B)(6) 2016,product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown; product ID: 977a275, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced dull feeling in right arm with occasional burning sensation. Legs were okay with system switched on. Patient had an accident in 2020, after which immediate intense stim was felt. Legs did not respond to neuromodulation anymore. The patient could not stand anymore. Stim was switched off and after several days situation improved and system was switched on again with desired result. MRI was done which showed the leads placed at t8-9 and a syringomelia extending irregular from mid-low thoracal until level of c6. Syrinx was right paramedial. Possible post-traumatic syringomelia after the 2020 trauma. Impact of trauma could have caused medullair contusion. Medullair contusion was not the confirmed cause. No interventions taken. Surgical intervention was planned but had not been scheduled. It was also stated that there will not yet be an explant. The patient was experiencing effective therapy, but the event was not completely resolved. The patient was a live with no injury.